Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the cgm was reading 198mg/dl but he was sweating and shaking so he took himself to the emergency room (ER). He was told at the ER that his bg was 50 mg/dl and that it was so low that he was about to go into a diabetic coma. He was treated by IV with unspecified medication. No information was provided regarding his length of stay in the ER, but he was back home the following day at the time of the report, and was no longer having any symptoms. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.